Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found the instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement and clip tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with bipolar cord the clips attaching to the instrument or clamping. The instrument was fully functional. The complaint regarding a broken cable was not confirmed by failure analysis. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for [isifa2022-05-c, isifa2024-09-c or other applicable field actions], as previously listed in section h9.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.